Manufacturer narrative:
A steris account manager will conduct in-service training on february 9, 2022 regarding the proper use and operation of the 3085 surgical table, specifically ensuring the patient is properly secured. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table. The technician tested the function and articulations of the table and found the table to be operating properly; no issues were identified, and the table was returned to service. During the time of the event, the table was tilted and in trendelenburg and slight lateral tilt position with a safety strap on the patient's legs. The reported event is attributed to user error as user facility personnel should have ensured the patient was properly secured. The 3085 surgical table operator manual states (1-2), "patient must be secured to the table in accordance with recommended positioning practices." A steris account manager will offer in-service training on the proper use and operation of the table, specifically ensuring the patient is properly secured. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a procedure the patient slipped off of their 3085 surgical table and contacted the floor. The patient was repositioned and the procedure was completed successfully. The patient was monitored overnight at the user facility. No report of injury.

Event description:
The user facility reported that during a procedure the patient slipped off of their 3085 surgical table and contacted the floor. The patient was repositioned and the procedure was completed successfully. The patient was monitored overnight at the user facility. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table. The technician tested the function and articulations of the table and found the table to be operating properly; no issues were identified, and the table was returned to service. During the time of the event, the table was tilted and in trendelenburg and slight lateral tilt position with a safety strap on the patient's legs. The reported event is attributed to user error as user facility personnel should have ensured the patient was properly secured. The 3085 surgical table operator manual states (1-2), "patient must be secured to the table in accordance with recommended positioning practices." A steris account manager will offer in-service training on the proper use and operation of the table, specifically ensuring the patient is properly secured. A follow-up MDR will be submitted when additional information becomes available.